Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that the patient has not used or charged the communicator for more than 6 months, today is the first day using the communicator since. Caller reports patient did charge the communicator last night and this morning. Caller reports he continue to see no device found. Reset and close all apps did not resolve redirect patient's to patient's hcp. Additional information was received from the patient. The reason for call was patient stated that their device is not working. Patient stated when they try to connect to the app they get device not responding. Patient confirmed they are using the correct therapy application. Agent reviewed communicator needs to be unplugged from the charging cable, caller confirmed. Patient mentioned they have not charged the communicator for over 6 months, but stated that they do have a flashing blue light on the device. Caller mentioned that they previously called and reported the issue. Agent attempted to work with the patient to get the device to connect, but they were still getting no device response. The issue was not resolved through troubleshooting. Agent sent a request to repair to replace the device. Agent sent an email to the caller with physician listings. Agent sent an email to update the patients address. Additional information was received from the patient. The patient called back to report they received their replacement communicator, but has been unable to get it to connect to ins. Agent attempted to walk patient through connecting to ins, but no success. Patient was able to connect handset and communicator, but kept getting 'no device found' message with several attempts to connect to ins. When asked, patient said they were unable to feel their stimulation for the past couple of months. Patient denied seeing por, eri, or eos messages. Agent suggested patient follow-up with managing hcp for further device evaluation prior to getting MRI scan.